Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator was unsuccessful due to rf telemetry anomaly. The device was reprogrammed and telemetry was restored. Patient was stable throughout event.